Manufacturer narrative:
Testing and investigation found that the device has a s233 (overtemperature-psc) malfunction alarm code in the device history. The probable cause of the s233 malfunction alarm was a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device displayed an over temperature alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.